Event description:
It was reported that the plastic surgeon used a kci vac and acticoat flex 3 on a patient. The acticoat was placed on the surrounding skin underneath the plastic drape of the vac system to protect the skin of the patient. The skin was noted to have looked a little macerated according to the pnp. On the second application the patient started to develop a slight rash on the one side of her face, which became worse. The rash developed over the other side of her face as well and then the abdomen and legs. According to the patient, the itching became worst over the stained skin area on her foot which was caused by the acticoat. The wound healing was not at all affected by this ¿reaction¿ and acticoat was discontinued on the day of the complaint. Vac was also stopped on the same day.